Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, patient returned to the catheter clinic on august 1, 2024 for maintenance found fluid oozing from the puncture port, looking for the cause, exposed catheter and skin were not found to be a problem, so the catheter was withdrawn outward, the insertion of the catheter was 43cm, withdrawn and found that the catheter was broken at 41cm. Later communicated with the patient and the doctor and retrieved the catheter. Additional information received: it was reported, catheter placed 2024-2-4. Catheter was pulled out directly, all at once. No fluids have been recently infused through this catheter. No abnormality, no pain. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed at the 41 cm depth marker approximately 8 cm from the proximal two-piece connector. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient returned to the catheter clinic on (B)(6) 2024 for maintenance found fluid oozing from the puncture port, looking for the cause, exposed catheter and skin were not found to be a problem, so the catheter was withdrawn outward, the insertion of the catheter was 43cm, withdrawn and found that the catheter was broken at 41cm. Later communicated with the patient and the doctor and retrieved the catheter. Additional information received: it was reported, catheter placed (B)(6) 2024. Catheter was pulled out directly, all at once. No fluids have been recently infused through this catheter. No abnormality, no pain. No other information was provided.